Event description:
A health care professional reported that suction cannot be used, pak was displayed with error message 3421 and could not be pass the test during cataract and vitrectomy combination surgery. The procedure was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event aspiration/suction issue does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event aspiration/suction issue does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.